Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned for evaluation. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was an excessive drain, as the patient had an unexpected high ultrafiltration volume for their therapy compared to other therapies. Additional information: a device history review was performed with no exceptions during manufacturing found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 1 of 1. The patient did not perform an off cycler manual exchange or fill. The patient did not currently have symptoms. The iipv did not occur during or due to off cycler exchanges. The last drain volume available equaled 9412ml. The last volume infused equaled 2000ml. The patient's dry weight equaled (B)(6). The largest prescribed fill volume (lpfv) equaled 2000ml. The patient did not have symptoms in fill 1 or dwell 1. The patient did not connect before "connect yourself" was displayed. The patient did not press go prior to closing all the clamps when "close all clamps" was presented at the end of therapy. The cycler did not lose power while the patient was connected. Today's ultrafiltration (uf) through the last cycle completed equaled 7412ml. The dextrose used for the previous last fill equaled 2.5%. The patient would call their registered nurse (rn) regarding missed therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the nurse on (b)(64) 2012, in regards to the high drain alarm. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.